Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d6.b,h.3,h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, yellow/brown particles in the surface of the shell, brown particles in the fill channel. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as to an unidentified (tear) opening.

Event description:
Health care professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Health care professional reported left side deflation. The device remains implanted.

Event description:
Health care professional reported left side deflation. The device has been explanted.